Event description:
Medtronic received information regarding a navigation system being used during a shunt placement procedure. It was reported that during a shunt placement procedure, the surgeon verified that there was no cerebrospinal fluid (csf) on return, so surgery was aborted before shunt was placed. It was noted that the surgeon suspected the issue was either ventricle collapse or the navigation was off. There was a patient involved and the issue caused a less than 1 hour delay. Additional information was received, it was reported that the surgery was aborted and the patient did not receive the shunt due to a collapsed ventricle. It was noted that the 'no csf' meant that before the shunt was deployed, a syringe was used to attempt to draw back fluid to confirm that the placement was in the ventricle. Since the surgeon was not getting any fluid back, there was no confirmation if the placement was in the ventricle. Additional information was received, it was reported that the surgery was aborted post incision and post anesthesia.

Manufacturer narrative:
Concomitant medical products: product ID: 9735737, serial/lot #: (B)(4), ubd: , UDI#: software logs have been received but have yet to be analyzed. Codes b21,c21,d16 are applicable. A medtronic representative went to the site to test the equipment. Testing revealed that there were no failures found. The im aging system then passed the system checkout and was found to be fully functional. Codes b01,c19,d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software version is updated to 2.0.1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Logs and archives were reviewed. It is observed from the logs that the user registered the patient with a passing error metric of below 5mm and proceeded with a plan of length 68 mm. Apart from this logs recorded multiple coil noise errors for the tracer pointer but logs did not provide any errors or failures related to the reported issue. Archives consist of 9ct exams and 12 mr exams where all the cts (except CT-8) and all mrs (except mr-11) were not as per the stealth protocol due to gantry tilt, irregular slice spacing, and missing slices. Archives captured a plan of length 68.3mm in the rpi section. The user performed trace registration and gathered points around the right and right posterior forehead. However, a few points were found to be sunken into the skin, indicating the need for a lighter touch during the collection of trace points. Additionally, suggesting to collect more points near the planned area for better accuracy. However, logs and archives did not provide the root cause of the reported behavior. The information provided is insufficient to determine whether a software anomaly contributed to the reported behavior. B01, c19, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.